Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery-transforaminal lumbar interbody fusion at l5-s1 due to stenosis. Intra-op, tip of the screwdriver sheared off in the head of the screw as it was being advanced down the pedicle. The broken off piece was firmly stuck inside screw head; so the surgeon successfully passed the rod through the screw heads and break off was performed like in a normal procedure. The broken fragment of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the tip has broken approximately 3mm from the end. The fracture surface reveals a circular flow with deformation near the tip, consistent with torsional overload. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. This type of damage appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.